Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was leak tested and a leak was found at the top of the drip chamber on both eds iii units. Upon further examination under appropriate magnification it was observed that the glue was not applied all the way round the tubing. This may have contributed to the problem encountered by the customer. However this could not be confirmed. This process has been reviewed with the necessary teams involved in the manufacturing process. A review of the history device records did not reveal any non conformances during manufacturing. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that it was noticed that leakage occurred on the side connecting the two way stop cock. Three devices, two with the same lot number and one with a different lot were involved with the same patient.